Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer blood glucose was elevated (bg value not provided) and were due to the infusion set. No additional information was provided. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.

Manufacturer narrative:
Additional info box applies to MDR supplemental #1.

Event description:
Customer alleged that a longer infusion set cannula was required and the shorter length was the suspected cause of the reported elevated blood glucose (bg). Customer reported bg was in the 300 mg/dl range. Infusion set cannula was inserted into the abdomen which was not extremely lean. The infusion set was changed to a 9mm length cannula, correction boluses were delivered and insulin injections were administered to address bg.